Event description:
It was reported by the customer that a pyxis medstation es system had a drawers are not appearing. Customer reported that there was a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers are not appearing. A field service engineer replaced drawer control board and printed circuit board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.